Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure, a temporary pacemaker electrode device was opened; however, upon verifying the inflation of the device's balloon, it failed to function. This rendered the placement and fixation of the device impossible and ineffective. A second, sealed electrode was attempted, but the same mishap occurred: it was found to be collapsed and would not inflate. It resulted in or prolonged hospitalization. The products have already been discarded and therefore not available for return.